Event description:
Treatment event. 206 mu was prescribed but 274.4. Was delivered.

Manufacturer narrative:
The manufacturer has completed its investigation. There is a known fault in the control system. The dose display will show the actual dose delivered, but the dose reported to mosaiq will double count the last segment delivered. The clinical instructions for use state that the user should treat the lcd dose as the master whenever a fault occurs. Providing this instruction is followed, no mistreatment should have occurred. This was also highlighted in product bulletin (B)(4) (desktop) (B)(4) (integrity). This has been fixed in integrity 1.2 ((B)(4)).